Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings have been known to contribute to false air in line alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.